Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's brother stated that two months ago, he got readings of 142 mg/dl, 268 mg/dl, and 484 mg/dl on his meter within 10 minutes of each other. No adverse event reported. Meter and strips replaced and requested for return. Customer did not have strip information available at the time of the call.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.